Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk420 number, and no non-conformances were identified. Device evaluation summary: it was reported packaging integrity. The actual unopened sample was returned for evaluation. During the visual inspection of the samples, the packets were observed damaged (puffy); however, the seal area no present damage or perforation and the sterile barrier was not observed compromised. In addition, the packets were opened, and the swage and attachment area of needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, or damaged were observed. Functional tests were performed and the tensile force and pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, it could not be determined what may have caused the reported incident of: ¿it was found that there had been too much gas in the inner package when the outer box was opened for preparing the cesarean section surgery." Device evaluation summary: it was reported packaging integrity. Eight unopened samples, one empty opened foil and one empty folder of product code vc2973, lot mjk420 were returned for analysis. During the visual inspection of eight unopened samples, no defects or puffy packets were found on the samples. The seal area no present damage or perforation and the sterile barrier was not observed compromised. Additionally, the packets were opened, and the swage and attachment area of needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, or damaged were observed. Functional tests were performed and the tensile force and pull force were above the minimum requirements. Also, the foil was examined, and no damages or defects were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the samples, no packaging integrity was found. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-86558 and 2210968-2019-86559. Analysis results have been included in initial reports for each.

Event description:
It was reported that a patient underwent cesarean section procedure on (B)(6) 2019 and suture was used. It was reported that it was found that there had been too much gas in the inner package when the outer box was opened in preparing for the procedure. The customer suspected that the seal of the package isn't tight. The sample wasn't used on the patient. Changed another one to complete surgery. No additional information could be provided. There was no adverse patient consequence to the patient reported.